Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. Three attempts were performed to obtain additional information, but no response was received from the customer. There was no physical damage to the foreign material detection points. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The subject event can be detected and prevented by following the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign debris in the air/water nozzle. There were no reports of patient involvement.